Manufacturer narrative:
The device was returned to olympus for inspection. The reported failure of no image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error. Based on the results of the investigation, the display had no problem found. However, the communication errors were likely caused by the following: damage to the waterproof function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited no image and scope connection errors. The issue was found during an unspecified procedure. There were no reports of patient harm.